Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to pump not working. Physician was able to activate after bringing him back to surgery and remove scar tissue.

Manufacturer narrative:
Field change: d7,e1.

Event description:
It was reported that patient underwent a surgical procedure of his inflatable penile prosthesis (ipp) due to pump not working. Physician was able to activate after bringing him back to surgery and remove scar tissue.